Event description:
It was reported that the pin on the lead felt "loose" and the egm signal was noisy when the lead was connected to the pacing analyzer. This lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: no anomalies were found. Blood/body fluid was present on the helix mechanism. The full lead was returned for analysis.